Event description:
It was reported during in clinic follow up that the right ventricular lead displayed oversensing noise. The product will continue to be monitored. There were no patient consequences.